Event description:
Rptr states there was difficulty when inserting airway. It seemed to slip just past the tongue then got "hung up." When airway tube pushed it went down appropriately. Valve inflated air; indicator balloon up, tube hooked to anesthesia circuit and ventilated without response. While removing air from cuff, the upper part of the airway came out, appearing to be broken at junction of mask to tube. Removed with forceps. Pieces were fit together to make sure no pieces were missing.